Event description:
After a laparoscopic appendectomy, the patient had to return to the or due to bleeding. Our gyrus acmi territory manager was present at the case and observed that the omni device was used throughout the case and that everything had gone well. The surgeon stated that he was not sure how the bleeding occurred. The patient lost approximately 1 liter of blood. The bleeding was stopped and the patient was released with no further incidences.

Manufacturer narrative:
The device has not been returned for evaluation. As a result, a determination cannot be made. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly. The complaint will be logged into the complaint database for trending purposes.